Event description:
Related manufacturer reference number: 2017865-2024-42287. It was reported that the patient presented for a scheduled generator change. During the procedure, the physician opened the pocket and noticed that the tissue was discolored, almost black. It was noted that the some of the substance was taken out of the pocket and it was a rubbery nature. In addition, there was right atrial lead noise to which was noted insulation deterioration. The device was explanted and replaced, and the right atrial lead was repaired with a suture sleeve. The patient was in stable condition.